Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the after wearing the pod on the abdomen, the site was painful, infected with a purulent abscess and high blood glucose (bg) levels of 400 mg/dl. The patient visited the hospital, where was prescribed lavanid dressing to be placed on the affected area.